Event description:
New information received stated that the lead was explanted and replaced.

Manufacturer narrative:
A complete lead was returned for analysis. The reported event of high lead impedance was not confirmed. Visual, x-ray, and electrical testing did not find any indication of conductor fractures. The reported event of failure to capture was confirmed. Electrical testing found an internal shorts. Further examination of the lead found a full breach of the inner insulation on the lead. The reported event was isolated to the breach of the inner insulation and exposure of the inner coil due to external forces. All other damages found are consistent with procedural damage.

Event description:
It was reported that when the patient presented in-clinic for a routine follow-up check, right atrial (ra) lead impedance suddenly jumped to grated than 3000 ohms and loss of capture was observed. Possible fracture was suspected but not confirmed on x-ray. Patient is doing fine. The lead remains implanted for now.